Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported through the stryker facebook page, "I have the same problem. Dr. Told me I'd be walking the neighborhood in 3 months. 10 years later I can barely walk a few houses away. Had xrays years later and same thing..."everything looks fine". I was 51 when I had it done. I'm so sorry I did it."